Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl) and 240 mg/dl on the advantage system when testing was performed back-to-back. The customer did not report symptoms and believes he took 10 units novolog based on the 240 mg/dl result. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.